Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm x 9.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 31 mm in diameter and severely angulated (less than 60 degrees). The proximal aortic neck had mild to moderate calcification. The right and left iliac arteries were moderately calcified. The patient had a short aortic neck and was not a surgical candidate. It was reported that after the bifurcated stent graft was implanted there was a proximal type I endoleak due to the angle in the neck it did not allow for a good seal. A palmaz stent was implanted and it was also ballooned. However, the endoleak did not complete resolve. The patient had another CT post stent graft implant revealing that the type I endoleak has resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; short and highly angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short and highly angulated neck).